Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407452 implantable pacing lead implanted: (B)(6) 2011, product ID 5076-45 implantable pacing lead im planted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Pauses were seen on the holter strips sent in.

Event description:
It was reported that the patient experienced syncopal episodes over a two month period of time. Electrocardiogram strips show either intermittent loss of capture or inhibition on the right ventricular (rv) lead. Data from the device also shows declining rv and right atrial (ra) lead impedances. X-ray shows both leads appear to be damaged, with the atrial lead showing an abnormal outer coil with a stretched appearance. Further testing yielded no insight into the pauses seen on the recordings, and pocket manipulation was negative. The device was temporarily reprogrammed and ventricular output was increased. Because a failure mechanism was never determined the device and both leads were explanted and replaced per physician judgment due to suspected lead noise or possible header malfunction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.